Manufacturer narrative:
Correction: expiration date changed from 1/9/2020 to 1/10/2020. The device was returned for analysis. The reported difficulty to remove was confirmed through observation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number (B)(4) which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all. Additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a tubular proximal to mid right coronary artery that was 90% stenosed. A 3.50x23mm xience sierra stent delivery system (sds) was advanced to the lesion and deployed without issue. During removal, the sds got stuck on the guide wire and was simply removed as a single unit. There was no clinically significant delay or adverse patient effects. No additional information was provided.